Manufacturer narrative:
(B)(4). H6 proposed component code: mechanical (g04) - stem. The reported product has been returned to zimmer biomet for analysis. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during an initial hip procedure, the surgeon impacted the distal stem and then extracted the implant using the standard surgical technique. Upon extraction, it was observed that the beads on the porous coating were flaking off. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1; b2; d4; d5; g3; h1; h2; h3; h4; h6. Visual examination of the returned product identified the porous coating when rubbed with a gloved hand produced flaking/debris of the porous coating. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
The patient did have some retained coating from the stem. The surgeon successfully completed surgery with a new stem. No additional information available for the reported event.